Event description:
Unit developed a leak from the gas port during ECMO support. The product was replaced during the case; the patient remains on support. No subsequent patient complication has been reported.